Manufacturer narrative:
The customer was unable to determine the source of the leak. A field service engineer (fse) went on-site and found the wash line for the reagent mixer wash station was leaking and made repairs.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a fluid leak under the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported and no erroneous results were generated.